Event description:
It was reported that the device could not be interrogated. Patient was asymptomatic. The device could not be accessed using two different programmers. A telemetry test also failed. The patient currently has a left ventricular assist device. The patient's last clinic visit was on (B)(6) 2017, and at that time the longevity of the device was 4.7-5.2 years. The device was later explanted and replaced. It was noted that the device was at eri/eol. No further information available.